Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (450 mg/dl) and the ketone level was high. The cause of the high bg was not known. Insulin injections were administered to address the bg level. A pump system check was performed an no device issue was identified.